Event description:
Boston scientific received information that one month post implant it was noted this right ventricular lead was not pacing appropriately. It was thought this lead was dislodged. A revision procedure was performed. After the pocket was opened, a visual inspection revealed this lead was fractured at the suture site. The lead was removed, replaced and returned for analysis. It was unknown whether the lead was damaged during the suturing process or while implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection confirmed the lead was damaged at 236 and 245 mm from the terminal pin, likely at the suture tie down site. Resistance testing revealed the lead was electrically continuous. Analysis confirmed there was no lead fracture. Electrically, the lead met specification.